Manufacturer narrative:
Corrected data: d1 and d4 serial number updated/corrected. Investigation summary: placement signal issue: since neither data logs nor product were available for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via the percutaneous right femoral artery for mechanical circulatory support. No aorta placement signal on insertion was reported. Placement signal not reliable alarm on the automated impella controller screen was noted. The console was replaced. Which did not resolved the issue. No patient harm.